Manufacturer narrative:
Device evaluation performed through photographs: visual analysis of the photographs identified: red fluid is seen inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "tissue expander deflated" for an unknown side. Device has been explanted.